Manufacturer narrative:
The power module patient cable is a vendor product. Only the vendor lot number is imprinted on the device. The manufacturer¿s lot number and unique device identifier (UDI) are provided on the outer packaging of the power module patient cable; they are not imprinted on the actual device. The packaging was discarded; therefore, the manufacturer¿s UDI could not be determined. The vendor manufactures large batches of patient cables that are used across multiple left ventricular assist system kits. Approximate age of device - 7 months from date of manufacture. The device was returned for analysis. The evaluation is not complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced temporary low speed advisory and low flow alarms. The patient was fine without any hemodynamic impairment or other issues. A visual driveline evaluation did not reveal any driveline damage or issue. A review of the system controller log file did not show any low speed or pump stop events, but did have a low voltage/low flow event at the end of the log file while the system controller was connected to the power module patient cable. It also appeared that there was a total loss of power to the pump causing the internal clock to reset to zero. The voltages seen in the log file while the lvad system was connected to the power module patient cable were consistently below the specification of 14 volts. The power module patient cable was exchanged and there have been no further pump stops or low speed alarms. It was reported that the patient was discharged to home and would be monitored closely. No further information was provided.

Manufacturer narrative:
The reported loss of power event resulting in a pump stop was confirmed based on the information contained in the submitted system controller log file. The log file information also showed that the voltages supplied to the system controller while it was connected to the power module was lower than expected, ranging from 12.4-13.1 volts; however, the evaluation of the returned power module 14 volt patient cable did not confirm a relationship between the returned patient cable and the atypical events recorded. The patient cable was functionally tested with the use of a test power module, test system controller, test lvad and test system monitor and operated as intended for the entire test period. The voltages provided to the test system controller via the returned patient cable and the test power module was within specifications between 14.3-14.5 volts for the entire duration. The patient cable was tested for any continuity issues using a micro-ohmmeter and the test results met the manufacturing specification. The analysis could not determine the root cause of the loss of power event captured in the log file. The patient remains ongoing on lvad support with no further issues reported. The manufacturer is closing the file on this event.